Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high and erratic. The pt's nurse asked her to do 2 hourly monitoring and to keep a diary of all food and drink intake. The pt contacted lfs because her meter results appeared to remain high though she was eating very little. The pt last tested with the reported meter the previous day at 1:15 pm and obtained a result of 165. She reported feeling hunger during testing, which can be a symptom of high blood glucose level. The pt added "4 units or so" of humalog insulin at a time; however, the pt believed taking the extra insulin was not effective, based on the intepretation of the meter results. The customer care rep (ccr) confiremd that the meter was set to mg/dl instead of mmol/l. The meter had previously been set to the correct units of measurement. The pt had no recollection of changing the meter units of measurement. The ccr walked the pt through resetting the meter to mmol/l. The meter, test strips, and control solution were replaced.